Event description:
It was reported that an 8f biliary drainage catheter, fractured at the top of the pigtail (suture wire still intact) while in the patient. The device had been placed on (B)(6) 2010. A CT scan taken on (B)(6) 2010, showed the catheter to be in one piece, however, on (B)(6) 2010, a routine CT scan showed that the fracture had occurred although, the patient did not exhibit any symptoms. The catheter was removed and replaced with a 10f drainage catheter. The used device has been returned for evaluation.

Manufacturer narrative:
Although, the used catheter has been returned to navilyst medical for evaluation, the device analysis is still being conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).